Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking co2 when the instrument was taken out from the trocar. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded. There is no additional information available.

Event description:
Manufacturer's first level investigational unit observed the lancet protrudes beyond the end cap of the softclix device. Replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).